Event description:
The manufacturer was contacted about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient would receive cancer due to the device being defective and pe-pur foam degradation particles were allegedly transported to the lung. Medical intervention was not specified. The patient states they have been using the device for 2 years and was notified of the recall until (B)(6) 2023. They request a new device, refund, and compensation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.